Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons required multiple button presses and excessive force in order to elicit a response. All of the other keypad buttons were found to respond to button presses. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the buttons have been unresponsive for the past 2 months. The buttons reportedly require multiple pushes to elicit a response. This complaint is being reported based on the allegation of the unresponsive keypad buttons.